Event description:
Today the end user had to call the fire department to get him out of bed. The end user also states that the anywhere on the bed rails that he touches, he will receive a shock. He states you can feel a mild vibration if you put your hand on the rail.